Event description:
The doctor applied an external fixation device on the pt for lengthening the 4th metatarsal. In 2001, the pt was instructed how to manipulate the fixator to facilitate the desired lengthening. Eight day later, the pt returned prematurely for f/u and it was found that, due to a mislabeling of the x-rays, pt had been instructed to turn the fixator in the opposite direction as needed. This caused compression of the osteotomy site rather than lengthening. The doctor noted good alignment on the x-rays and decompressed the site 2 mm that day. He reinstructed the pt on the proper manipulation of the fixator. Two days later, the pt returned to the doctor because they felt the fixator was not functioning. X-rays showed the bone had only lengthened 3mm. Since the doctor felt the fixator may not be functioning as desired and there was limited opportunity for lengthening with the current device, he decided to replace it. The pt was operated on within a couple of days and the doctor applied a different brand of fixator, one with which the pt had success in a prior similar surgery. At pt's post-up f/u exam 4 days later, the doctor noted the pt was doing well and was instructed on the proper manipulation of the replacement fixator.